Manufacturer narrative:
Initial was filed within the 30 day time frame regardless of corrected date investigation - evaluation: a review of complaint history, device record history, instructions for use (IFU), quality control and trends of the returned device was conducted during the investigation. The device is shipped with an instruction for use (IFU) that describes the intended use this document includes instructions for use, contraindications, warnings and precautions regarding use of this device. Statements regarding the risk and management of endoleaks and other complications are included, as are specific anatomical inclusion criteria for the device. The complaint device was not returned therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. Review of device history record shows no nonconforming events have been identified in house or in the field which could contribute to this failure mode. Based on the information provided, no product returned and the results of our investigation, a definitive root cause could not be determined. The appropriate internal personnel have been notified and we will continue to monitor for similar complaints. Per the quality engineering risk assessment (qera) no further action is required.

Event description:
According to the initial reporter, an endoleak of unknown type and location was observed. No details or additional information provided.

Manufacturer narrative:
(B)(4). The user facility was unable to provide further details of the event upon request. The event is currently under investigation.

Event description:
According to the initial reporter, an endoleak of unknown type and location was observed. Additional information has been requested, but not provided.